Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation, the monitor failed incoming functional testing. The defibrillation and computer/analog boards were excessively damaged. Multiple components were broken off of the boards as a result of physical abuse to the monitor. The root cause for the damage was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.